Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm and no back light anomaly noted during test. Device received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was threaded and pieces had chipped or flaked off. Customer¿s blood glucose level was unknown. Customer also reported that the backlight was not working correctly all the time and having issues bolusing in dim lighting, had unexplained no delivery alerts and no delivery alerts becoming more frequent. The device will not be returned for analysis.